Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of the" probe was broken". Device evaluation found the probe was broken at 15.5 mm from its distal end. Scratches were observed around the broken surface of the probe. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. The grasping section was worn out. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record for the following inspection items which related to the reported phenomenon. Process inspection. Quality inspection sheet. Non-conforming product sheet. Instruction for use (IFU): content of t3905 IFU (drawing number ge4980/ revision number 13). The instruction for use (IFU) contains the following information. The device's instruction manual provides the following warnings which may help to prevent the issue: do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. When the probe is contaminated by carbonized the tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and detach into the body cavity during ultrasonic output. Based on the investigation result, a likely factor of the event might be the following: the ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. The ultrasonic output might have been continuously activated while nothing was grasped between the grasping section and the distal end of the probe. Other possibility is that the ultrasonic output was repeatedly activated when it was not possible to confirm whether the grasped tissue was completely resected. This might have caused the grasping section to wear out. Olympus will continue to monitor complaints for this device.

Event description:
It was reported while using the device in a therapeutic laparoscopic cholecystectomy, the probe of the scissors broke and the tip fell off. The broken tip has been recovered. The intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event.